Event description:
Healthcare professional reported left side rupture and double capsule diagnosed at explant. Ultrasound showed "lobulations and internal folds." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed one opening assessed as fold flaw opening. Double capsule-breast: unable to observe since it is not related to the device. Crease/folding of implant-breast: observed, fold creases. As per the investigation procedure particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and double capsule diagnosed at explant. Ultrasound showed "lobulations and internal folds." Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture, crease folding of implant and double capsule was requested on february 23, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Double capsule: unable to observe since it is not related to the device. Crease folding of implant: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and double capsule diagnosed at explant. Ultrasound showed "lobulations and internal folds." Device has been explanted and replaced with non-abbvie device.